Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that in 2015, the patient missed a refill appointment because she didn't know the date. The pump started alarming and the hcp (healthcare professional) was on vacation so the patient ended up going through withdrawal before the pump could be refilled. The drug in the pump at the time of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.